Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure was completed with another of same device. No patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure was completed with another of same device. No patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Promus element plus, mr, ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that a stent strut on the mid-section of the stent was lifted. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.